Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a conical 5.7 cm in diameter abdominal aortic aneurysm that narrowed to 2.7 cm and expanded out to approximately 4 cm in diameter. The patient was not a candidate for open surgical repair. Vessel morphology was reported as there was no aortic neck, the vessel was severely diseased and frail, the aortic neck was 25 mm in diameter at the renal arteries and 10 mm below the renal arteries the aortic neck was 29 mm in diameter. There was mild thrombosis throughout the vessels. The stent grafts were implanted however since there was no aortic neck there was a large proximal type I endoleak. It was reported that the physician elected to model the stent graft with a reliant balloon with normal saline contrast solution during the modeling of the stent graft the vessel was perforated where the aneurysm/aorta narrowed down to 2.7 cm in diameter, and the patient's blood pressure dropped. The physician opened the patient and clamped the aorta above the bifurcated stent graft to gain blood pressure control however, when the clamp was placed the aorta disintegrated. The physician attempted to clamp higher proximally to the celiac artery, but the aorta continued to disintegrate. The physician was unable to control the bleeding and the patient expired.

Manufacturer narrative:
(B)(4). Results: endoleak, vessel perforation, death. No aortic neck length, conical proximal neck, severely diseased and frail vessels. No aortic neck length. Conclusion: no aortic neck length, conical proximal neck, severely diseased and frail vessels. No aortic neck length.